Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 450 mg/dl. The patient had ketones, was nauseous and vomiting. For treatment, the patient was given intravenous (IV) fluids and anti-nausea medication. The patient was currently still at the emergency room. The controller was also reported to be stuck on the loading screen, making it where the patient could not bolus with his omnipod system. Patient reported taking insulin injections, but they did not effectively manage the blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, controller loading problems and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.